Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One empty open foil, two used suture pieces and a detached needle were received for analysis. Product code sxpp1a425. During visual inspection of the returned suture, no issues related to breakage suture were observed. However, it was noted that the swage and attachment area of the needle did not meet expectations. Since, the hit of the stake was higher than usual. This condition caused the suture to be separated from the needle. To complement this assessment, one photograph was provided that visually documented one plastic bags with a foil packet and two suture pieces. Based on the information currently available, an incorrect swage defect was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2025 and barbed suture was used. The suture was broken when the surgeon attempted to sew the hernia sac. Total 3 products occurred suture breakage issue. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.